Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. In absence of lot number, manufacturer cannot conduct an investigation. The customer failed to follow the instructions provided with the device. The buffer solution is not intended to come in contact with the patient or user. Per the safety data sheet, "not classified as dangerous according to directive (ec) no. 1272/2008." Customer stated that they had immediately rinsed affected area with water. Customer was not experiencing any symptoms or physical harm. Customer was emailed sds document and was also included the website and phone number for poison control. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that they accidently dropped the buffer solution into their eyes. There was no reported injury due to this event.